Event description:
It is reported that the surgeon could not seat the liner into the cup. The surgery was completed with another liner.

Manufacturer narrative:
Eval summary: presence of the screw implies that it is likely that the polyethylene liner was seated down far enough to the point that the surgical technique for removing a liner after insertion had to be utilized. The complaint history was reviewed which showed that there have been no other complaints for this lot of liners. The device has been autoclaved, so no dimensional measurements have been taken; however, 100 percent of the liners in this lot were measured using a coordinate-measuring machine to verify specific feature measurements after mfg. Potential causes for the liner not seating perfectly can be one or a combination of the following: debris caught between the liner and the interior of the shell, dome hole plug or screws not being flush with the shell and misalignment of liner into the shell prior to impaction . With the info provided, a definitive cause for the event experienced cannot be stated with certainty. Evaluation: the mfg records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.